Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the foot pedal of the powered laser surgical instrument would not link. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The technical assistance center (tac) representative advised the biomed on how to pair the wireless footswitch using instructions. The procedure did not complete 100% and error code 139 displayed. Tac advised to power off the unit, remove the batteries and then power on again, but did not resolve the issue. Tac advised the biomed to make sure all nearby bluetooth device should be turned off. Please see corrected field in g2 and h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation the reported issue could not confirmed. The root cause of the reported issue was classified as "cause traced to device design". Olympus will continue to monitor field performance for this device. This report is related to MFR # 00242 (1/2).

Event description:
Additional information: the issue occurred during equipment check.